Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right iliac artery (ria). Predilation of the target lesion was performed with an unspecified balloon catheter. A 8.0x40x75cm express vascular ld stent delivery system (sds) was advanced and encountered difficulty crossing the target lesion. The sds was removed from the patient's anatomy and it was noted that the stent dislodged. The dislodged stent was captured with a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right iliac artery (ria). Predilation of the target lesion was performed with an unspecified balloon catheter. A 8.0x40x75cm express vascular ld stent delivery system (sds) was advanced and encountered difficulty crossing the target lesion. The sds was removed from the patient's anatomy and it was noted that the stent dislodged. The dislodged stent was captured with a snare. The procedure was completed with a different device. No further patient complications were reported and the patent's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the stent delivery catheter (sds) was not returned. The stent was returned on its own. The stent was damaged at both ends. At one end there were three rows in which the stent was damaged at a length of 5mm. At the other end the stent was damaged and stretched for a length of 16mm. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).